Event description:
It was reported that during a knee procedure the ar-6480, pump was intermittently detecting the outflow tubing. The case was completed using a different ar-6480.

Manufacturer narrative:
The complaint is not confirmed. No functional discrepancies were observed. The unit passed all bench tests before and after conducting a four-hour burn-in verification test.